Event description:
While performing monthly maintenance on an immulite 1000 the operator noticed a burning odor and smoke from the substrate dispense motor module. There are no known reports of injury of the staff. Medical attention was not required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the smoke was a bad capacitor in the substrate heater assembly. The fse replaced the substrate heater assembly. The instrument is performing within specifications. Further evaluation of the device is not required.